Event description:
The manufacturer's rep reported the pt had an infection. The pump was explanted and, several weeks later, replaced. A follow up report will be sent when additional info is received.